Event description:
A malfunction was reported on the pump, identified as "malf 12," with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support (cts) that a replacement pump would be provided, while ensuring insulin delivery through alternate methods if necessary.